Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: d314trg crt-d, implanted (B)(6) 2012-01, lead implanted (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was observed for left ventricular (lv) lead impedance. Follow up yielded no further information. The lead remains in use. No patient complications have been reported as a result of this event.